Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard tones for a lead failure. An interrogation revealed that the right ventricular (rv) lead triggered an alert for high pacing impedance and the detections were turned off at that time. Subsequently, a lead integrity alert (lia) triggered for oversensing sensing integrity counter (sic) and non-sustained high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).

Event description:
It was later reported that there was noise on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.